Manufacturer narrative:
Product ID 8780, lot#, serial# (B)(4), implanted: 2020 (B)(6), explanted, product type catheter. References the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 456 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient came in for a dye study today due to the patient recently being flaccid. They could not pull back csf (cerebrospinal fluid), so did not proceed with the study. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was turned down, which per the np (nurse practitioner), helped the patient¿s symptoms. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.